Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement using navarre drainage catheter. Sometime post the placement, on (B)(6) 2025, the drainage catheter connector allegedly fractured. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the product information which was verified with the tw details. The second photo shows a partial view of a drainage catheter in which complete break was noted on the catheter hub. The broken part was noted to be missing from the catheter hub. Therefore, the investigation is confirmed for reported catheter connector fracture and identified material separation issues for one device as complete break was noted on the catheter hub. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement using navarre drainage catheter. Sometime post the placement, on (B)(6) 2025, the drainage catheter connector allegedly fractured. The catheter was removed and replaced. There was no reported patient injury.